Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31ucm serial# implanted: (B)(6) 2024. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have an issue with the sensation of the therapy that just won't stop. Patient stated that they changed to program 4 and they still get the vibration. Patient said that it seemed like the first 2 weeks or the first week they were doing well and they thought it was going to stop but it didn't. Patient then said that last night they turned the therapy off because they can't sleep at night because they get a horrible vibration that hits their right thigh, right buttocks all the way down to their genital area. Patient mentioned that they have a knob that was a hard area and they have to put something on it because it burns and they were thinking that's where the tip of the wire was and that's why it's hitting that area. The patient said that they haven't slept in 3 or 4 nights so they finally took the controls out and turned it off and they had a good night's sleep and it took care of not having to get up at night to go to the bathroom. Patient turned it back on this morning and to get through the day but at night, they won't have it on. The caller was redirected to their healthcare provider (hcp) to further address the issue. Patient reported uncomfortable stimulation.